Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7077904/7077941.

Event description:
It was reported that the patient was experiencing pain at the low back and right flank. The physician, however, did not believe that the device was the cause of the pain. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted devices will not be returned.